Event description:
It was found during a baxter evaluation that a pump does not recognize a closed door. Any patient involvement, injury or medical intervention is unknown since this was found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation experienced a door open alarm during testing caused by a failed upper latch switch. The upper auxiliary assembly was replaced.